Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient's spouse called to ask why the device was not treating the patient's atrial fibrillation. The spouse also asked "why are [the devices] not lasting very long?" The device was replaced. No patient complications were reported as a result of this event.